Event description:
The pt alleged that the pump emitted "no prime" warnings following occlusions. Review of the alarm history reveals that bolus doses were cancelled when the occlusions occurred. The pt said that her fasting blood glucose reading was 567 mg/dl the morning she called animas and denied ketones and symptoms. Her blood glucose level at the time she called was 464 mg/dl. Further troubleshooting with the pt indicates incorrect infusion set insertion technique. The pt puts tubing in a notch prior to cocking the inserter and pinches the skin prior to insertion.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. Troubleshooting described incorrect technique that can contribute to the alleged occlusion issue.